Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.50mm x 16mm veriflex bare metal stent was being prepared for the procedure. While removing the stent from the coil packaging, it was noted that the stent has migrated and was half way off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was doing well post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis consisting of a liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelf box and pouch. The balloon was tightly folded. There were stent impressions between the markerbands on the balloon material. The stent had moved distally 12mm from the distal edge of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.50mm x 16mm veriflex&#10242;are metal stent was being prepared for the procedure. While removing the stent from the coil packaging, it was noted that the stent has migrated and was half way off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was doing well post procedure.